Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was later provided the device was inadequately cleaned prior to being sent for repair due to broken elevator wire restricts cleaning around forceps elevator. There was no malfunction of reprocessing accessories. No delay in manual or pre-cleaning process. Brushing the forceps elevator during manual cleaning was performed but adequate brushing was not possible. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical damage on the subject device even if proper reprocessing was conducted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (forceps elevator wire was completely cut off) was confirmed. In addition to the yellowish/brown foreign material in the forceps elevator, additional evaluation findings were as follows: there was water leakage due to a pinhole in the bending section cover, the nozzle had a dent, the adhesive around the light guide lens had discoloration and was worn, the plastic distal end cover had a scratch, the adhesive on the bending section cover was detached, the connecting tube had coating peeling, and the bending angle in the up direction and the play of the right/left knob were out of standard value. The following components had scratches: the objective lens, the light guide lens, the connecting tube, the image guide protector, the control unit, the scope connector cover, the grip, the switch box, switch 1, the protector of the universal cord on the control section side, the universal cord, the scope connector, the light guide cover glass, and the scope connector cover unit. Also, the grip was dirty, the suction cylinder was shaved, the universal cord had a dent, the light guide cover glass was dirty, and the light guide bundle had breakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The olympus field service engineer (fse) reported on behalf of the customer, that when using a duodenovideoscope, the forceps elevator wire (k-wire) was broken. The event occurred during the therapeutic procedure (stone retrieval) and was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was yellowish/brown foreign material in the forceps elevator. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.